Event description:
Boston scientific received information that the patient with this device and right ventricular lead experienced symptoms of light headedness, however did not experience syncope. Interrogation revealed the noise on the right ventricular channel resulting in pacing inhibition greater than two seconds asystole. Three divert reconfirms were stored in the device data. An internal technical service consultant reviewed the data and determined the noise appeared to be myopotential in nature. Isometric maneuvers recreated diaphragm oversensing. As the patient is pacing dependent, an immediate replacement was scheduled. Additional information was received. Technical services was contacted regarding whether implanting a pace/sense lead would resolve this issue as the noise can only be correlated with when the patient strains during bowel movement. All lead measurements remain normal. Ts provided information that an upgrade device may resolve the oversensing of diaphragmatic myopotentials. Verifying the lead position and inspecting the lead under fluoroscopy was also recommended.

Manufacturer narrative:
When the replacement information has been received, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. An additional pace/sense lead was added. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.